Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a sleeve gastrectomy procedure the patient bled post operatively. There were no issues noticed during the procedure. The patient was reoperated on. It was unknown if a blood transfusion was required. It was unknown at which staple line the bleed occurred. The surgeon uses evicel over all of his staple lines. No buttressing material was used and the staple lines were not over-sewn. It was unknown how long after the procedure the bleed occurred. The patient's current status is unknown.